Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer's weight information has been changed to 100.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was sepsis. The caller stated that the customer had c.o.p.d, kidney failure, and sepsis that may have led to the customer's passing. The customer¿s blood glucose was in the low 50 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of admission, but not at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was not using sensors. The caller declined to return the insulin pump for analysis.